Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high impedance. The rv (right ventricular) lead was capped and replaced. No patient complications h ave been reported as a result of this event.